Event description:
Solanas polyaxial set screw cracked while tightening during surgery. The surgery was delayed because of the cracked setscrew. Device remains in patient at this time. The date of this event is unknown.

Manufacturer narrative:
Device remains in patient at this time. The date of the event is unknown. The incident was reported 6/15/2006. The incident MDR decisions was made 7/17/2006 after numerous attempts made to contact the complainant and finally obtaining information that the broken device was left in the patient.